Manufacturer narrative:
The reported incident that locking screw, t7, 2.7x22mm, 1/p was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to none-union of the hallux valgus. Investigation summary: one locking screw, t7, 2.7x22mm, broken after the surgery, was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The dimensions are in accordance with the specification. The chemical composition conforms to the specification - tial6v4 (ti grade 5). The investigation shows that the screw broke as a result of too high alternative bending forces in low cycle fatigue rupture mode during the application. The breakage surfaces of the screw were partially planed/ strongly damaged by medical instruments during the explantation. The investigation with sem shows a very strong embrittlement of the material because of high alternative bending forces. The breakage surfaces show the structure of a brittle low cycle fatigue rupture with numerous secondary cracks. Also the fracture surfaces reveal predominant proportions of forced rupture as well as swinging lines of a fatigue breakage to some extent. Indications for material or manufacturing related problems were not found in this investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
In (B)(6) 2013, the patient had surgery with a variax foot plate for hallux valgus. Patient was non union and the screw broke. The patient underwent the revision surgery on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In (B)(6) 2013, the patient had surgery with a variax foot plate for hallux valgus. Patient was non union and the screw broke. The patient underwent the revision surgery on (B)(6) 2014.